Manufacturer narrative:
The customer's allegation of overheating could not be confirmed since during the incoming inspection of the handpiece, the device did not run at all, therefore it was not possible to perform an incoming heat test. Analysis of the device found that the motor did not pass the electrical safety test. The bearings sound rough. A blue rubber plug is missing in the housing. The rear collet collar is corroded and stuck to the housing. The thumb wheel is worn. A screw broke off during disassembly; therefore, unable to fully disassemble the handpiece. The handpiece needed to be rebuild completely. If information is provided in the future, a supplemental report will be issued.

Event description:
A health care provider (hcp) reported via a manufacturer representative that the handpiece overheated prior to the procedure. There was no troubleshooting performed and the case was completed using another handpiece. There was no patient or staff impact.